Event description:
Caller reported that the pump battery was depleting too quickly, but it did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to uninstall and reinstall the mobile app and advised to follow up if battery depletion exceeded 35% per day, which the customer understood and acknowledged.